Event description:
Reporter alleged the blood glucose monitoring test strips contained a use by date of 08/31/2007 however the manufacturers# expiration date indicated the strips were expired with a date of 08/31/2002. The manufacturer verified the correct expiration date for the product to be 08/31/2002 through their batch records. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.